Event description:
It was reported that the patient was admitted into the emergency department with symptoms of infection of his deep brain stimulation (dbs) system. The physician determined that the entire dbs system needed to be explanted. The patient was taken to the operating room that same day and the entire dbs system was explanted. The explanted product was sent for culture and will be disposed of by the hospital. The patient has been given their antibiotic protocol for potential infection and they plan to re-evaluate in 3 months for potential re-implantation.

Event description:
It was reported that the patient was admitted into the emergency department with symptoms of infection of his deep brain stimulation (dbs) system. The physician determined that the entire dbs system needed to be explanted. The patient was taken to the operating room that same day and the entire dbs system was explanted. No products were implanted. The explanted product was sent for culture and will be disposed of by the hospital. The patient has been given their antibiotic protocol for potential infection and they plan to re-evaluate in 3 months for potential re-implantation. No additional information is available on the postop care of the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 5076164. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 5142620.